Manufacturer narrative:
A ge service rep performed an on site investigation and identified a defective cable. No additional info has been provided.

Event description:
The customer reported that there was no image displayed on the monitors. No pt injury was reported.